Event description:
It was reported following replacement of the stimulator the patient still had impedances out of range. The patient was receiving effective therapy. It was noted that the patient had some ¿nasty falls¿ in the past. Further follow up reported that the lead and extension remained implanted.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3998, lot# l88965, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that they had met with the patient in (B)(6) 2015 to reprogram around out of range contacts. The patient was running their stimulation up to 9 volts. They were able to reprogram and got stimulation down to 5-6 volts using contacts that were 1000-2000 ohms. On the day of this report the patient reported that they no longer could feel stimulation at the paresthesia area with the implantable neurostimulator (ins) on. There was a change in therapy, the amplitude was increasing again and stimulation quit working. It was noted that they had several nasty falls over the years that could be related. Since (B)(6) 2015, the patient had surgery for a low back fusion and they have had a couple of significant falls. When impedances were taken, they showed values on 0-3 and 4-7 but they showed open >10,000ohms when using reference electrode 0 for 4-7 but when reference electrode 4 for 4-7 was checked, the rep got impedance readings. The rep was seeing impedances for reference 0 at 1000-8000 ohms and reference electrode 4's highest was 1300 ohms. The out of range electrodes were being used in programming and were causing therapy problems. They were not getting any stimulation from the 0-3 side but they were getting some benefit from the 4-7 side, when programmed as much as it could be, but it was intermittent. They felt like stimulation just shuts off. The rep was going to try to reprogram around the issue and give the patient the best system possible but they hated to see the patient using such high amplitudes with a prime cell battery. Palpation in the office of the ins didn't elicit any change in stimulation. This was reported to be a gradual change in therapy and it was related to positional movement. The lead numbering was noted to be correct. Relevant medical history includes non-malignant pain. No outcome was reported for this event. If additional information is received, a follow-up report will be sent.